Event description:
The customer reported that while in pt use the ventilator had no exhaled volumes readings and stop cycling while on a pt. The ventilator was removed from the pt and the pt was placed on another ventilator, no pt harm.

Manufacturer narrative:
(B)(4). The carefusion field service tech evaluated the ventilator and was unable to duplicated reported problem. Ran ventilator at customers settings for an hour with no alarms or errors. Put vent through a number of different tests seeing if problem would occur and it never did. Vent passed visual inspection. Error log had no entries for (B)(6) 2015. Ran ventilator on the compressor with no errors or alarms occuring and ventilator passed the compressor test from the service manual. Ventilator passed all testing.